Event description:
Customer reported issue with t:slim x2 pump battery not charging. There was no adverse impact to the customer's blood glucose level. Customer was advised to try different troubleshooting steps, and a replacement tandem charging cable and wall adapter were sent via two-day shipping by technical support. If the pump battery depleted before receiving the replacements, customer was advised to rely on manual injections.